Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
Customer reported via phone call that insulin pump had cosmetic damage. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.